Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's disposable battery was found to be depleted. A review of the device's activity log found that subsequent to the event, the device failed the power on self-test for depleted batteries. The device passed all final testing, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while treating an (B)(6) female patient, the device performed an analysis and then inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.